Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 703:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 703:00 was discovered and confirmed in the pump's event history by baxter personnel. However, this condition could not be duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation. As a precaution, the user interface module printed circuit board was replaced. This device has not been previously serviced by baxter. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).